Manufacturer narrative:
Kawai, k. &#38; tanaka, t. (2017). Outcome of vagus nerve stimulation for drug-resistance epilepsy: the first three years of a prospective japanese registry. Epileptic discord, 19(3), 1-12. Doi:10.1684/epd.2017.0929

Event description:
A research article comprised of data from a national registry of all vns patients implanted between july 2010 and december 2012 reported several deaths, adverse events, and device malfunctions. MFR report #1644487-2017-04547 captures the deaths reported in the article. The infections and intraoperative and postoperative cardiac complications observed during the study are captured in MFR report #1644487-2017-04548, the high impedance observed during the study is captured in MFR report #1644487-2017-04549, and the seizure increases observed during the study are captured in this report. Approximately 20% of the 362 patients involved in the study experienced no change in seizure frequency or an increase in seizures during the study. No additional relevant information has been received to date.